Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer was using apidra insulin within the cartridge. Blood glucose (bg) level was elevated with high level of ketones; however, value was unknown. Additionally, the customer vomited and had a headache. A manual injection was administered and water was consumed to address bg level. The pump supplies were replaced to address bg level.